Manufacturer narrative:
A patient called for medical information and reported adverse events. The patient had a cypher stent implanted in the left anterior descending artery (lad) in 2004. The patient's reported medical history is significant for hypothyroidism, fibromyalgia, irritable bowel syndrome, hypertension, polymyalgia rheumatic, and multiple allergies. Approximately three years and six months post index procedure, the patient had a re-occlusion of the left anterior descending branch, exhibited by shortness of breath and chest tightness. As treatment, the patient had a cypher stent implanted and two unspecified cardiac stents. There is no other information available and the patient did not grant permission to contact her treating physician. The sterile lot number for the devices is unknown therefore, a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of cardiac disease. With the limited information provided it is not possible to determine an exact cause for the event but there are patient factors that may have contributed to it.

Event description:
Approximately three years and six months post index procedure, the patient had a re-occlusion of the left anterior descending branch, exhibited by shortness of breath and chest tightness. As treatment, the patient had a cypher stent implanted and two unspecified cardiac stents. The physician is aware of these ongoing events. No further information was available. The patient was admitted for a procedure on (B) (6) 2004 with a 98% lesion in the mid left anterior descending branch. A cypher stent was implanted to treat the lesion.